Manufacturer narrative:
The company representative visited the site and performed system preventative maintenance without any complications. No system issues were found that could contribute or be the cause to the reported event. System was tested and verified to meet specifications prior to departure. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an incomplete flap treatment resulting in an aborted procedure. Additional information has been requested.